Event description:
Line blocked and pulled same day.

Manufacturer narrative:
Complaint investigation (B)(4). This report was assessed and determined to be an MDR based on our MDR reporting criteria. The complainant states "no device is available for evaluation for lot# 1105". Device history review: total of 600 units were made in lot 1106. All finished devices passed in-process, final, and post-sterilization inspection. There have been no other complaints for (B)(4) lot# 1106. An examination of the device can not be carried out as the used device was not returned to neo medical.